Manufacturer narrative:
Findings: no button error alarm noted. Unresponsive esc and act button due to moisture damage on keypad traces. Unable to perform displacement test due to unresponsive buttons. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner, reservoir tube cracked, cracked reservoir tube window, missing end cap sticker and cracked lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 250 mg/dl at the time of the call. The customer stated they may have laid on the insulin pump causing issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.